Event description:
Non- integration. Implant at tooth site #'s 10, 6 & 4 did not integrate. Patient came in with all mini implants in her hand. Implant to be re-placed. Radiographs are available at dr.'s office if needed. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported.

Event description:
Non- integration. Implant at tooth site #'s 10, 6 & 4 did not integrate. Patient came in with all mini implants in her hand. Implant to be re-placed. Radiographs are available at dr.'s office if needed. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported.